Event description:
No new additional information was provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h2, h6. The device was not returned to olympus for inspection and the allegation was confirmed. A root cause could not be identified. The most probable cause of the complaint was a usage problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single-use ligating device's loop could not be detached during an unspecified therapeutic procedure. The loop was reported to have been released by being cut. The procedure was completed with a back-up device. There were no reports of patient harm.